Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system will not lock and error message with motorized movement unavailable. Review of the system log file showed that malfunction in geo pc resulted in the system was unable to operate correctly. Fse replaced the geo pc and loaded the operating software and flashed the xmp firmware after replacement of the geo pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that motorized movements were not available. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry pc not starting. The fse replaced the geometry pc and returned the system to use in good working order.